Manufacturer narrative:
Patient code and device code correction. Corrected data: h.6 added patient code - c50754 added device code - c62897. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chodór p et al. Percutaneous access to coronary arteries in patients after transcatheter aortic valve implantation procedures ¿ is it a real problem? Postepy kardiol interwencyjnej. 2019;15(3):274-282. Doi: 10.5114/aic.2019.87880. Epub 2019 sep 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding examples of the technical aspects and difficulties in performing coronary angiography and percutaneous coronary intervention (pci) in patients who underwent transcatheter aortic valve implantation (tavi). Example IV: (B)(6)-year-old patient with a history of renal insufficiency on dialysis who previously underwent tavi with a 26 mm medtronic corevalve bioprosthetic valve (no serial number provided). At an unspecified duration post-tavi, the patient presented with chest pain and stenosis of the valve was suspected. Subsequently, coronary angiography was performed. It was reported that the attempts to intubate the right and left coronary artery orifices were unsuccessful due to poor position of the valve. A multi-slice computerized tomography scan revealed that the corevalve struts were located at the level of the right and left coronary ostia and that the valve stent frame was closely adhered to the aortic wall. It was also noted that the unfavorable location of the patient¿s right coronary artery upwards from the aortic bulb contributed to the difficulties during the attempted coronary angiography. In addition, it was stated that a new valve (no other details provided) was positioned opposite the right and left coronary arteries and along the stent struts. No additional adverse patient effects or product performance issues were reported.